Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted, and dried blood and tissue were noted in the helix housing. Setscrew marks on the terminal pin were noted to be more proximal than normal, but this finding would not have contributed to the clinical observations. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that during the implant procedure, this helix on this right ventricular (rv) lead was difficult to extend. After 8 turns of the fixation tool, it was not extended at all, then with 8 more turns, it was partially extended. The physician tried to advance and withdraw the stylet several times to release any torque. After about 20 minutes, the helix finally appeared to be fully extended and the procedure was completed. However, the next day the pacing threshold measurements were greater than 7.5v and loss of capture was observed. A revision procedure was performed where it was noted the helix was no longer fully extended. The lead was explanted and replaced with another lead of the same model, with no helix difficulties reported. No additional adverse patient effects were reported outside of the need for a revision procedure. The explanted lead was returned for analysis.

Event description:
It was reported that during the implant procedure, this helix on this right ventricular (rv) lead was difficult to extend. After 8 turns of the fixation tool, it was not extended at all, then with 8 more turns, it was partially extended. The physician tried to advance and withdraw the stylet several times to release any torque. After about 20 minutes, the helix finally appeared to be fully extended and the procedure was completed. However, the next day the pacing threshold measurements were greater than 7.5v and loss of capture was observed. A revision procedure was performed where it was noted the helix was no longer fully extended. The lead was explanted and replaced with another lead of the same model, with no helix difficulties reported. No additional adverse patient effects were reported outside of the need for a revision procedure. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.